Event description:
It was reported that an ilet pump leaked through multiple cartridges during the fill tubing step despite use of several different cartridge and connector lot boxes and correct supply change steps, consistent with moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.